Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient, the device failed to discharge via stat padz. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. The customer has indicated that the event electrode pads were discarded and they are not available for evaluation. Complainant indicated that subsequent biomed testing did not duplicate the reported malfunction.